Event description:
It was reported that patient underwent bi-polar hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to disassociation. The bi-polar components were removed and replaced with a total hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown / the 510k number - unknown; manufacture date ¿ unknown.